Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, h3) the manufacturer representative went to the site to test the imaging system. An error described by the user ¿door cannot be opened¿ confirmed. When opening the door via the pendant, it always gets stuck at the same point. When opening mechanically, a slight sticking at the same point was noticeable. Cause could be determined. The axis of the door-winch was bent and does not run centrically, causing the mechanical load to be so high that the door-winch motor activates the safety cut-out. Door-winch was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the customer wanted to use the o-arm at the end of the operation for a final scan and during set-up there was probably terrible noises like a helicopter that occurred. The o-arm could no longer be switched on normally without making terrible noises again. The site then tried an emergency opening using the appropriate levers as the system did not move electrically or mechanically. Unfortunately, this emergency opening was not successful, there seemed to be a serious mechanical fault that prevents the innards from being moved in the ring. The patient and o-arm could nevertheless be removed by hand. As a result, the patient was now ¿safely out¿ and the o-arm was standing sideways in the operating theatre (but not in the parking position). There was a surgical delay of 15 minutes and there was no impact on the patient's outcome. The system use was aborted, but the procedure was successful as it was the scan after the operation. No further information available. Additional information was received. It was reported that the procedure was a dorsal instrumentation procedure with screw placement, unknown level. The issue was identified post-operatively, with the final scan after instrumentation to confirm. It was noted that a piece went into the fan and contributed to the noise. Additional information was received. When the gantry was at 360 degrees there was no color visible in the hole number 1 which caused the problems with the emergency opening. The customer did not see a reason to turn the crank and thought that the pin was already completely in.